Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical devices: 4024-58, lead, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) and right ventricular (rv) leads were returned to the manufacturer, analyzed, and tested out of specification. It was further indicated the leads were returned after the patient's death. The cause of death was unable to obtained. The manner of death was noted to be natural causes.